Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer received a cartridge alarm 19 while pumping using multiple cartridges. The customer's blood glucose (bg) level was 309 mg/dl and a bolus of insulin was delivered to address the bg level. The customer was to continue to use the pump to manage diabetes and has insulin injections if needed.